Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture baker grade IV and patient's concern with the product.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade IV and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.